Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the battery cap was difficult to remove. The customer's blood glucose level was 560 mg/dl. The customer treated with 20 units of insulin by manual injection. The customer was able to remove the cap with pliers and requested a replacement battery cap.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no low battery alert noted. Pump received with stripped battery cap coin slot (p), cracked battery tube thread, broken reservoir tube lip and minor scratches on display window noted.